Manufacturer narrative:
The manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. As received, the specimen consists of one each clinically used, damaged hydro gw stf std s (B)(4) device; returned partially reloaded into the dispenser assembly within the labeled mylar/tyvek packaging pouch and double-bagged within larger "zip-lock" style poly biohazard pouches. The specimen presents exposed metallic core wire 46.0 to 59.8cm from the distal tip due to skive damage to the polymer jacket material in a proximal to distal orientation resulting in jacket removal and displacement distally of 4.40cm of the polymer jacket by rolling over the intact material distal of the damage. The specimen also presents a large radius bend over the distal 25.5cm; consistent with tensile loading of the core wire. Except where noted, the specimen device appears visually and dimensionally correct. As stated in the warnings section of the device instructions for use (dfu): "do not manipulate advance, and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire." Reviewing all details to date, it appears that clinical and/or procedural factors impacted on the event as reported.

Event description:
Physician noted that the coating of the wire had shredded off while in the left ureter. Surgeon attempted unsuccessful on retrieving that piece.